Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery by "s2ai" approach for bottom of construct. Post-op x-ray revealed that the set screw in the open screw had backed out. It is unknown whether there were any patient complications or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with spinal stenosis in lumbar region, with neurological clarification. The surgery, in which the alleged product was implanted, was performed on (B)(6) 2018 at (B)(4). After the set screw backed-out, the patient was also diagnosed with weakness. Hence, a revision surgery was performed on (B)(4) 2019. No fragments of the reported product remained inside the patient. The patient is currently doing well after revision.